Manufacturer narrative:
The reported meter was returned and investigated with controlled test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 11:30pm he experienced symptoms described as polyuria and dry mouth. Customer further reported he was unable to test due to his adc meter not turning on with button press or test strip insertion. Paramedics were called and customer was rushed to the hospital where a reading of "over 500 mg/dl" was obtained on the hospital meter. Customer was diagnosed with hyperglycemia and treated with "insulin shots" and intravenous fluids. There was no report of death or permanent injury associated with this event.